Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The tech found there was no down limit on the control circuit board and the switches were out of adjustment. He replaced the control circuit board and adjusted the limit switches to repair the bed.